Manufacturer narrative:
G2. Foreign: za this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for last couple of months when the patient charges her ins it becomes warm and red. She felt it was getting worse. There were no external contributing factors. Troubleshooting was performed. Patient was asked whether she uses a barrier between the skin and ins and she confirmed that she does not place charger directly on the skin over the ins.  Patient was asked regarding coupling of charger with ins and time taken to recharge. Patient reported that she has 100% coupling with 8 bars every time and she charges often every 2-4 days and not too long, 15-90 minutes however despite the time taken it becomes warm and red. Patient was asked to switch off device and charge then and see if this improves warm feeling and redness, but no success. After 30 minutes it started to heat up and she didn¿t like it so she stopped recharging and switched stimulation o n. The patient has no issues with her pain management currently was just concerned regarding the heating up. It was not a burning feeling, rather a warm/heating sensation but it becomes red in certain areas. No error/warning messages appeared on the recharger screen or patient programmer when this heating happens. The recharger did not show any visual damage. No inflammation appeared in the pocket, redness disappeared after a while. It was confirmed that no blistering, burns or open wounds due to the recharge process occurred. The rep will do the check regarding the sensitivity to the recharger along with other recommendations to find a resolution. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information received from the manufacturing representative reported that they met with the patient and tried troubleshooting. They checked the sensitivity to the recharger by performing a power on reset (por) and then charging on the arm. After 40 minutes there was no heating or redness. They checked ins settings and impedance all were normal. Two groups were not being used at all and removed. They charged the ins with clothes on and there was 100 percent coupling and they recharged 20 minutes without any heating or redness.